Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of suspected pump thrombosis could not conclusively be established through this evaluation. Furthermore, an analysis of the log file provided by the account confirmed two low flow events; however, a specific cause for this finding could not be conclusively determined. The submitted log file contained data from 15jun2019 through 21jun2019. The log file captured two low flow hazard alarms on (B)(6) 2019. The estimated flow was below 2.5 lpm (was 2.4 lpm) during these events. Despite the observed events, the system appeared to be operating as intended and the pump speed remained above the low speed limit for the duration of the log file. Multiple requests for additional information regarding this event were sent to the account. However, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) with no further reported issues. There is no product available for evaluation. The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. Lastly, both the IFU and patient handbook address all system controller alarms (including low flow hazard alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported there was suspected pump thrombosis. Log file analysis captured a couple transient low flow events. Additional information was requested but not provided.